Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line broke at the last port of a clearlink system; non-dehp continu-flo solution set. This occurred after priming with normal saline when trying to connect to the patient. The patient had not been connected. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.